Manufacturer narrative:
Follow-up #1 date of submission 12/17/2015-product analysis: the device was returned and evaluated by product analysis on 12/09/2015 with the following findings: the complaint could not be duplicated or confirmed. Review of the pump's black box revealed no abnormal pump behavior, related issues, or evidence of the complaint. No boluses were programmed between (B)(6) 2015 to (B)(6) 2015. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. All deliveries were accurately recorded in the pump's history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump was not recording boluses in the history: no boluses were recorded for 6 consecutive days. There was no reported need for medical intervention. The alleged malfunction is not likely to cause an adverse event because the pump alarmed to alert the user of the issue.